Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of spinal needle thin wall 23ga 3-1/2in had the packaging tear and poor perforation of the packaging. The following was reported by the initial reporter: "the spinal needles have the packaging sealed to the top, which makes it impossible to open them sterile."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-24. H6: investigation summary: two photos and seven unit packs have been provided to our quality team for investigation. After visual inspection of both the photographs and physical samples, it was observed that the peel tab of the package was sealed, preventing proper opening of the package. A device history review was performed for reported lot 2102015, no deviations or non-conformances related to this issue were identified during the manufacturing process. Retained samples of the same lot were used for additional evaluation, all product was properly sealed and no issues with the peel tab was observed. Packaging parameters are set and validated according to procedure. Product undergoes testing and inspections throughout manufacturing, all results were reviewed for lot 2102015 and verified machine and packaging parameters were within required limits, and results of the of the peel tab inspection was acceptable. While we cannot identify a direct issue, this incident can occur due to an error in the packaging machine causing the cross cutting blades to move and cut in the incorrect location, resulting in the peel tab remaining sealed.

Event description:
It was reported that an unspecified number of spinal needle thin wall 23ga 3-1/2in had the packaging tear and poor perforation of the packaging. The following was reported by the initial reporter: "the spinal needles have the packaging sealed to the top, which makes it impossible to open them sterile."